Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients shoulder pack strap on bag tore making bag unusable. There were no patient symptoms or complications associated with this event and no clinical actions were needed. The shoulder pack will not be retuned as it was discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #it was reported that the patients shoulder pack strap on bag tore, making bag unusable. The shoulder pack was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.